Manufacturer narrative:
(B)(4). Results: the sterilization evaluation is still in progress. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 1995 indicate patient describes main medical problem as ¿I pass 1 cup of mucus through my rectum every date for the last year. My bowels are very irregular and I¿m in pain everyday.¿ record continues ¿my stomach tends to swell ¿ a lot!¿ general medical examination conducted on (B)(6) 1995 states: ¿assessment: past history of a solitary rectal ulcer with biopsies of inflammatory bowel disease. Components of irritable bowel syndrome¿. Operative records dated (B)(6) 2015 indicate the patient underwent bilateral removal of tissue expanders, bilateral reinsertion of the pectoralis major muscles, bilateral breast reconstruction, and right-sided breast implant. The records state that during the breast reconstruction: ¿the next step was to undermine the abdomen all the way to the xiphoid to allow for closure of the abdomen. On elevating the superior abdomen, it was clear there was a ventral hernia. It appeared to be a fat-containing-only hernia. This was easily reducible, so we reduced it and repaired it with a 2-0 vicryl and 2-0 pds. We then finished the elevation all the way to the xiphoid and continuously undermined laterally with a lockwood dissector. The abdominal fascia was closed with an 0 looped nylon, and above the umbilicus was plicated with 0 v-loc. The abdomen was irrigated with normal saline and triple antibiotic solution. The patient was flexed, and then the abdomen was closed over drains with 2-0 vicryl for scarpa¿s layer, 3-0 vicryl for the deep dermis, and a 3-0 v-loc and a running intracuticular stitch for the final layer of the closure. The neoumbilicus was created by incising an upside-down u and then insetting that into the previous umbilicus with 4-0 monocryl.¿ medical records dated (B)(6) 2015 indicate emergency department visit following breast reconstruction surgery. ¿the right breast has some exudate, but it does not appear to be infected or purulent.¿ records dated (B)(6) 2015 state the patient was seen for follow up and consultation regarding her breast reconstruction. The records state: ¿we discussed her abdominal scar. She needs slight revision on both of the standing cutaneous deformities laterally, and then she also had an abdominal bulge certainly that we are going to get dr. (B)(6) to see if the patient would be a candidate for a laparoscopic repair with mesh.¿ records dated (B)(6) 2015 state the patient was seen for follow up and consultation regarding her breast reconstruction. The records state: ¿she has an abdominal wall hernia for which she will be undergoing abdominal wall reconstruction with dr. (B)(6). She has excess fatty deposits at her lateral aspects of her abdominal incision, which are minimal at best. She does have some fatty deposits in her axillary fat rolls and she is lacking in superomedial upper pole fullness slightly bilaterally most likely due to her previous breast being so large.¿ records dated (B)(6) 2016 indicate the patient was seen for an abdominal wall hernia. The records state: ¿she has developed a hernia on the left side of her abdomen. On palpation, she does have overall laxity on the left side and in the suprapubic position had a true fascia defect which is reducible.¿ impression from the visit states ¿assessment: ventral incisional hernia.¿ operative records dated (B)(6) 2016 state the patient underwent planned laparoscopic ventral incisional hernia repair with mesh. The records state: ¿the patient presented with a history of previous diep flap harvested from the left side of her abdomen. She had developed true ventral incisional hernia along this area.¿ the (B)(6) 2016 operative records state: ¿additional 5-mm trocars were placed, two on the left lateral abdomen, one at the periumbilical location. The patient had an obvious hernia from her defect on the left side. We mobilized the peritoneum over the bladder, so that the bladder could be swept down, identifying the pubis as well as cooper¿s ligament on the left side. At this point intra-abdominal ruler and spinal needles were used to measure the extent of the fascial defect which was 13 cm horizontally and 7 cm vertically. We fashioned a 27 x 33 cm gore ptfe dualmesh with a 0 gore-tex suture on each of the 4 sides. The most caudad stitch was brought in 5 cm from the edge of the mesh, so it would allow us to have overlap over cooper¿s ligament to secure the mesh.¿ the (B)(6) 2016 operative report continues: ¿the mesh was brought into the abdominal cavity through a 12-mm trocar that would later be covered by the mesh and it was unrolled. Intra-abdominal grasper was then used to measure a 5-cm overlap in all directions from the fascial defect and the stitches brought up through the anterior abdominal wall. Our most caudad stitch was brought up superior to cooper¿s ligament. The mesh draped down nicely over the top of cooper¿s. It was secured to cooper¿s ligament using titanium tacks. The mesh was then tacked circumferentially using titanium tacks. Care was taken not to place any tacks below the ileopubic tract to avoid cutaneous nerve entrapment. Additional transabdominal fixation sutures were placed every 4 to 6 cm circumferentially around the mesh. No evidence of bleeding from any tack or suture sites.¿ the records confirm a gore® dualmesh® biomaterial (1dlmc08/14552978) was implanted during the procedure. Records dated (B)(6) 2016 state: ¿she is status post ventral incision hernia repair. Postoperatively, she has done quite well. She has had expected amount of discomfort and has been feeling fatigued, but in general is healing very nicely.¿ ¿on exam her incisions are all nicely healed. There is no evidence of infection. No evidence of any recurrent hernia.¿ records dated (B)(6) 2016 state the patient was seen ¿¿status post laparoscopic ventral incisional hernia repair. Postoperatively the patient has done quite well. She still has a significant amount of discomfort and I have counseled her that it can take 6 to 8 weeks to completely recover from this large operation. She just only has a small stitch at one of her port sites.¿ ¿her incisions are all nicely healed. No evidence of infection. No evidence of infection. No evidence of recurrent hernia. The small area of extruding stitch was trimmed.¿ records dated (B)(6) 2016 state the patient was again seen for followup. ¿she has noticed some discomfort in two areas on the left side of her abdomen. No new bulging or redness noted. She has been more active now as her energy level is better since she has started using bipap and has been engaging in physical therapy for her lymphedema.¿ ¿on exam, her abdomen is soft. She does have some asymmetry from her previous muscular flap harvest but no true hernia is noted. There is no evidence of infection at this time. She does have some point tenderness at some left-sided stitch sites which is not unusual.¿ records regarding treatment for the lymphedema were not provided. Records dated (B)(6) 2016 state: ¿left sided hernia surgery, dr. (B)(6) at (B)(6), ¿but I feel stuff bulging¿, and ¿I look like I¿m in my 3rd trimester.¿¿ treatment notes state ¿abdominal distention. Notes: to gi for eval.¿ records also state: ¿lymphedema, following with physical therapy, has lymphatic drain at home.¿ records dated (B)(6) 2016 indicate the patient underwent a complex abdominal ultrasound. The records state: ¿there is a complex fluid collection involving the periumbilical deep subcutaneous soft tissues measuring 19 cm in length x 7 cm in thickness. Several septations are seen within this fluid collection.¿ ¿impression: anterior abdominal wall fluid collection measuring 19 cm in length, likely a large lymphocele or seroma.¿ there was no mention of infection in the (B)(6) 2016 records. Records dated (B)(6) 2016 indicate the patient was seen for follow up. ¿she recently went to emergency department in smil for increased abdominal tautness. At that time she had an ultrasound obtained which showed a large seroma overlying her mesh.¿ records dated (B)(6) 2016 indicate the patient underwent ultrasound-guided drainage of an anterior abdominal wall fluid collection. Indication for the procedure states: ¿other specified complications of surgical and medi; seroma aspiration; site: seroma above mesh, please aspirate.¿ findings from the procedure state: ¿targeted ultrasound of the area of palpable concern in the lower anterior abdominal body wall of the left side demonstrated a loculated fluid collection with internal septations, measuring up to 19.8 cm long.¿ ¿¿a 5-french catheter was advanced into the loculated fluid collection in the anterior abdominal body wall and 1300 ml were obtained. No immediate complications.¿ there was no mention of infection and no mention of gore device removal. Records dated (B)(6) 2016 state the patient was seen for followup. The records state the patient was ¿status post lap ventral hernia repair with a 27 x 23 cm gore ptfe dualmesh on (B)(6) 2016. She subsequently developed a seroma which on august 17th she got ultrasound-guided aspiration of that seroma containing 1.3 l of serosanguineous material. She comes into clinic today stating that she still has protuberance of her abdomen that cause her some discomfort. She had many questions about the plan ahead if she kept developing seroma after the aspiration.¿ exam notes state: ¿abdomen: protuberant. No overlying erythema. No significant tenderness to palpation. She does have some soft likely fluid-filled area at the lower abdomen. No signs of infection.¿ ¿we discussed that we would like to get a cat scan to determine whether seroma was anterior to or posterior to the mesh.¿ records dated (B)(6) 2016 includes the following note: ¿¿spoke with [the patient] when we got her CT scan. It showed that she did have small seroma dorsal to her mesh encompassed by a neoperitoneal layer. We will be setting her up for repeat ultrasound guided needle aspiration of this fluid.¿ records dated (B)(6) 2016 indicate the patient again underwent ultrasound-guided drainage of a left lower abdominal wall fluid collection. Findings from the procedure state: ¿a thin left lower quadrant abdominal wall fluid collection has reaccumulated, now measuring 17.2 cm craniocaudal x 2.7 cm ap, x 11.7 cm transverse (previously 19.8 cm craniocaudal x 5.8 cm ap x 17 cm transverse on (B)(6) 2016). Multiple septations are identified within the collection.¿ ¿¿one 5-french catheter was placed into the left lower quadrant abdominal wall collection. Subsequently, 400 ml of serosanguineous fluid was removed. There were no immediate complications.¿ there was no mention of infection and no mention of gore device removal. Records dated (B)(6) 2016 state the physician spoke with the patient: ¿she called in with questions regarding her ultrasound-guided needle aspiration of sub-mesh seroma 2 days ago. She states she has had a little bit of nausea since that procedure. She also wanted to know if any biopsies were taken. I explained that it looks like the exact technique used at her previous ultrasound, aspiration was used 2 days ago and that 400 ml of serosanguineous fluid was removed. I explained that there was no biopsy and per the radiology report there were no immediate complications. She will watch after this nausea.¿ records dated (B)(6) 2016 state the patient was seen for a follow up colonoscopy. ¿in (B)(6) 2015 she began breast reconstruction using a flap technique which required an incision ¿from hip bone to hip bone¿. This led to a fascia tear, hernia and later hernia repair. Since her surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. Her bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿[the patient] had a 2nd opinion from a general surgeon to evaluate her abdominal distention after fluid was noted on an abdominal ultrasound. She tells me that in august 1 ½ liters was removed from her abdomen and then again another liter removed in september.¿ the (B)(6) 2016 records continue: ¿she had a CT scan that was ordered of abdomen and pelvis. This was done for abdominal pain with abdominal wall. The peritoneum/ retroperitoneum showed status post ventral hernia repair with mesh reconstruction. A fluid collection is noted. Deep to the mesh. The fluid collection measures approximately 21 x 4.2 x 20 cm with no evidence of recurrent hernia. Bowel was unremarkable. Reproductive organs showed bilateral ovarian cysts are noted. Stable from the prior examination and are likely physiologic.¿ records dated (B)(6) 2016 indicate the patient again underwent ultrasound-guided drainage of a left lower abdominal wall fluid collection. Findings from the procedure state: ¿the fluid collection measured 13.3 x 3.2 x 15.7 cm.¿ ¿¿one 5-french catheter was placed into the left lower quadrant abdominal wall collection. Subsequently, 375 ml of serosanguineous fluid was removed. There were no immediate complications.¿ there was no mention of infection and no mention of gore device removal. Records dated (B)(6) 2016 state the patient presented with abdominal pain. ¿the patient presents with abdominal pain in the lower abdomen. Onset: the symptoms/episode began/occurred 1 week(s) ago, and became worse today. The symptoms do not radiate. Associated signs and symptoms: pertinent negatives: fever. The symptoms are described as dull. Severity of pain: at its worst the pain was severe just prior to arrival. [Patient] reports that she has had abdominal mesh from a previous abdominal surgery¿one year ago. Has had development of a seroma at times. [Patient] reports she has had the seroma drained several times.¿ ¿reports that in the past week she has had worsening urinary incontinence.¿ exam notes state: ¿abdomen/gi: palpation: moderate abdominal tenderness, in the left lower quadrant.¿ records dated (B)(6) 2016 indicate a CT of the abdomen was performed. ¿impression: large anterior abdominal fluid collection about the mesh likely postsurgical seroma. Bilateral ovarian cysts the left measures 32 x 26 and the right measures 38 x 27 mm.¿ the (B)(6) 2016 records continue: ¿[patient] continues to have pain following first dose of pain medication. Large seroma found on CT. No fever/white count or tachy to indicate an infective source.¿ the records indicate the patient was admitted for evaluation of her worsening abdominal pain. Surgical consult notes dated (B)(6) 2016 state: ¿I recommend that the patient return to her surgeon for evaluation and treatment at the (B)(6) clinic. The patient refuses. The patient [states] that she does not trust the surgeon or the facility and refuses to be transferred to the (B)(6) clinic. It is unfortunate since this patient more than likely has a mesh infection and ptfe mesh cannot be salvaged in these cases. I have recommended laparoscopic removal of her mesh.¿ operative records dated (B)(6) 2016 indicate the patient underwent ¿laparoscopic extensive lysis of adhesions. Drainage of intraabdominal infection associated with infected mesh. Exploratory laparotomy with removal of the infected mesh.¿ postoperative diagnosis states: ¿mesh infection with infected recurrent fluid collection.¿ findings from the (B)(6) 2016 operative report state the patient ¿¿underwent a laparoscopic ventral hernia repair in (B)(6) 2016 by an outside surgeon at the (B)(6) clinic. The patient states that she has been having problems after this surgery including recurrent urinary tract infections, chronic pain, edema, intraabdominal swelling, recurrent fluid collections associated with the mesh that has been drained several times. The patient also states that she feels sick and has had flu-like symptoms including fever and chills. She also states that she has had dysuria and incontinence of urine ever since her ventral hernia repair.¿ ¿she now has a fourth recurrent symptomatic fluid collection. Now, she complains of increased abdominal pain, dysuria, incontinence, abdominal swelling and a CT scan showed a massive fluid collection next to a massive piece of intra-abdominal mesh.¿ ¿the patient had a laparoscopic ventral hernia repair with placement of a very large 27 x 24 cm piece of composix mesh that includes ptfe. I believe the patient more than likely has a mesh infection and ptfe mesh is not salvageable.¿ the (B)(6) 2016 operative report states: ¿we visualized the scar tissue of her previous mesh that focused around the periumbilical and lower abdominal region. We made a small incision in the left upper quadrant, which appeared free of mesh. We used a veress needle to enter the abdomen. We inflated to 15 mmhg pressure. We then placed a 5 mm optical trocar through this incision and there was no evidence of injury upon entrance. There were dense adhesions to the anterior abdominal wall. These were taken down using a combination of sharp dissection using electrocautery and also the ligasure device. The large fluid collection was visualized. There was a capsule around it. It was massive in size. We entered the fluid collection and there was a purulent fluid that was extruded. This was sent off for cytology and also for culture. There were several liters of fluid.¿ the (B)(6) 2016 operative report continues: ¿we then dissected the adhesions and the several loops of small bowel sharply. No evidence of bowel injury was made. Once we circumferentially dissected this free, we began taking down the mesh cephalad. There were innumerable tacks that were protack metal tacks that were placed roughly 1 cm apart in all directions and also every few centimeters there were large gore-tex sutures that were placed. This made the mesh nearly impossible to remove laparoscopically. At this point, I elected to remove the mesh by making a modified pfannenstiel incision through a previous abdominoplasty incision. We made an incision over this and dissected through the skin and subcutaneous tissues and split the rectus muscle in the midline and opened up the midline preperitoneal area.¿ the (B)(6) 2016 operative report states: ¿we then sharply dissected out all of these tacks and also the gore-tex sutures, which unfortunately included a significant amount of rectus muscle and peritoneum. Entirely, the anterior abdominal wall was stripped free of peritoneum. This was secondary to her massive mesh infection. Unfortunately, in the patient¿s pelvis, there were several tacks that incorporated the bladder. This was sharply dissected free. Also, there were several tacks included into the pubis muscle. These were also sharply removed. The mesh was sent off as specimen. Also, the large infected capsule was removed entirely. The bladder was filled with saline and there was no evidence of a bladder injury secondary to surgery.¿ the (B)(6) 2016 operative report continues: ¿we placed a large piece of omentum into the pelvis to cover all of the completely denuded areas of anterior abdominal wall. The patient and I had discussed the probability of a hernia postoperatively. She agreed to proceed. We closed the external oblique fascia laterally, which became the anterior rectus fascia medially and the midline fascia using a #1 pds suture in a running fashion. This was after placement of a 15-french round blake drain in the pelvis after a large amount of irrigation. We also irrigated the skin and subcutaneous tissues and closed all incisions including the modified pfannenstiel with skin clips.¿ infectious disease consult records dated (B)(6) 2016 state: ¿she has been having these multiple seroma over time and has attended (B)(6) clinic. Each time she will have them drained. She reports that she would never been given antibiotics and cultures have never been sent from these areas as they were felt to just be benign seroma. She however would have symptoms of buildup of fluid at the site and it will become painful and should have subjective fevers and subsequently needing to have drainage done.¿ ¿she presented here and did not have fever and no leukocytosis. The CT imaging confirmed large anterior abdominal fluid collection about the mesh that also was felt to be postsurgical seroma. She was seen by dr. (B)(6) and given concern for possible infection of this mesh, she was taken to the operating room where she had laparoscopic extensive lysis of adhesions, drainage of an intraabdominal infection associated with an infected mesh. She had an exploratory laparotomy with removal of infected mesh. Reviewing the operative notes, it is noted that there was a large fluid collection, massive, it was purulent, it was sent for cytology and for culture and anterior abdominal wall was stripped free of peritoneum; also in the pelvis, there were some tags [sic] that were removed.¿ surgical pathology report dated (B)(6) 2016 regarding specimens collected (B)(6) 2016 state: ¿clinical history: removal of abdominal mesh; abnormal seroma.¿ ¿diagnosis: a. Abdominal fluid: negative for malignancy. B. Mesh, soft tissue, ventral, removal: mesh with adherent soft tissue with giant cell reaction, granulation tissue and hemosiderin.¿ gross description states: ¿a. Labeled ¿abdominal fluid¿ is 30 ml of cloudy red fluid which is submitted for thin prep and cell block processing. B. Labeled ¿ventral hernia mesh¿ is a 16.0 x 15.0 x 4.0 cm aggregate of pink tan mesh like material. The surfaces have areas of attached pink purple fibromembranous to yellow tan and lobulated adipose tissue. On sectioning, no discrete nodules are identified. Samples of the attached soft tissues are submitted.¿ addendum to the (B)(6) 2016 surgical pathology report states: ¿¿a gram stain was requested. The gram stain shows gram positive bacteria present. Correlation with microbiology studies is recommended.¿ microbiology records were not provided. Medical records dated (B)(6) 2016 state: ¿we will go ahead and continue the IV antibiotics. I discussed with dr. (B)(6), who will continue the same regimen. There are no cultures, says they were not sent by the nurse in the or.¿ discharge summary records dated (B)(6) 2016 state ¿the patient was admitted for evaluation and treatment of chronic abdominal pain, urinary infection and also mesh infection with recurrent fluid collection.¿ ¿this is a (B)(6) year-old female who has a history of breast cancer status post diep flaps to her bilateral breast. She apparently developed ventral hernia and underwent a massive laparoscopic ventral hernia repair at the (B)(6) clinic and outside surgeon. She has had recurrent fluid collections and when I saw the patient, she has had chronic pain, distention, four fluid drainages and urinary symptoms. I recommended immediate removal of her mesh since I suspected an infection. This was confirmed during the surgery with a mesh infection and also mesh tacked to her bladder and to her pubic symphysis. This was removed. The patient did very well after the procedure.¿ final diagnoses state: ¿breast cancer, ventral hernia, mesh infection, sepsis, bladder injury.¿ medical records from 2017 and 2018 were also provided and will be submitted in a separate medwatch report due to character limitations. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient ¿is a (B)(6) year old breast cancer survivor. In 2015, [the patient] underwent a diep flap with breast reconstruction and later developed significant bulging in her left lower abdomen consistent with an abdominal hernia. On (B)(6) 2016, [the patient] underwent a laparoscopic ventral incisional hernia repair at the (B)(6)¿and was implanted with gore dualmesh expanded polytetrafluoroethylene (eptfe) catalogue no. 1dlmc08, lot no. Sn (B)(4), (the ¿product¿) and discharged on (B)(6) 2016.¿ the complaint states that ¿upon follow up she complained of pain and discomfort in her abdomen. Shortly thereafter a large seroma overlying the mesh had developed. [The patient] suffered through several months of follow up care to treat complications caused by the defective product.¿ it was further reported that ¿on (B)(6) 2016 [the patient] presented to the emergency department of tempe st. Lukes hospital in grave condition due to mesh infection. Upon [consultation]¿it was determined that the mesh product had failed and [the patient] was scheduled for emergency [surgery] to have the product removed. The [product] failed [approximately] nine months after it was implanted.¿ the complaint states that ¿as a direct and proximate result of the negligence of gore and its defective product, [the patient] sustained permanent physical harm, injury, scarring and disfigurement which has required extensive medical treatment and care and which in the future will require continuing medical treatment and care for which the plaintiff has or will continue to incur expenses. Plaintiff has further suffered a complete disruption of her life; loss of enjoyment of life; a loss of earnings; pain and suffering; anxiety and other general and special damages all in an amount to be proven at trial.¿

Manufacturer narrative:
Conclusion code remains unchanged. : added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated on (B)(6) 2016, state the patient was seen for a fall. ¿4 days ago glf, twisting right ankle. Immediate pain, swelling, and difficulty bearing weight. Limping. No prior ankle injury. No prior ankle surgeries.¿ ¿ongoing aspirations of peritoneal fluid, but recent second opinion from surgeon, dr. (B)(6), who recommended no continuing aspirations of peritoneal fluid due to risks of infection. Also following with surgery at (B)(6), who are also in discussion with (B)(6) radiologist (who is doing the aspirations), about suspending aspirations for now and trying to allow for self-absorption of the fluid.¿ records dated on (B)(6) 2017, state the patient was seen for preoperative evaluation. ¿presents today for pre-operative evaluation prior to right/left breast fat grafting, abdominal wall reconstruction left side, rebuild of umbilicus surgery that is scheduled to be done jan 24th, numerous prior surgeries. Prior perioperative complications include septic mesh. No [history] of blood clots or [pulmonary embolism]. Denies cardiac history.¿ records dated on (B)(6) 2018, state: ¿49-year-old female comes to emergency room complaining of abdominal pain and distention. Patient had recent surgery of reconstruction of the abdominal wall by dr. (B)(6). The drain fell off accidentally couple days ago and she observed that her belly is getting bigger and having more pain. Denies fever/chills/vomiting/diarrhea but she feels nauseous. The abdominal pain is mild to moderate, in the anterior aspect, and it seems that the triggering factor was the fact that the drain fell off.¿ CT scan records dated on (B)(6) 2018, states: ¿abdominal wall: postsurgical changes in the ventral abdominal wall from prior herniorrhaphy. There is a ventral abdominal wall fluid collection, with associated subcutaneous inflammatory stranding and thin rim of enhancement. Overall maximum diameter measuring approximately 2.1 x 23.0 x 22 cm. No definite evidence of abscess. There is a tiny fat-containing incisional hernia measuring 0.9 x 1.1 x 1.6 cm just to the right of midline¿. ¿impression: ventral abdominal wall fluid collection within the rim of enhancement measuring up to 23 cm in maximum dimension. Findings likely representing a seroma. Developing abscess not entirely excluded.¿ records dated on (B)(6) 2018, indicate the patient underwent ultrasound and CT-guided left ventral abdominal drain placement. ¿a 5 french yueh catheter was advanced into the subcutaneous fluid collection. Amber-colored fluid was aspirated. A sample was sent to the lab for further evaluation.¿ ¿350 ml of amber-colored fluid was aspirated.¿ ¿findings: CT and ultrasound confirmed the presence of a unilocular subcutaneous ventral abdominal fluid collection. Following successful drain placement and aspiration, postprocedural CT showed a substantial reduction in the amount of ventral abdominal fluid.¿ discharge summary records dated on (B)(6) 2018, state the patient was admitted on (B)(6)2018¿ for observation, for concerns for fluid collection. Patient and [sic] felt that she had an intra-abdominal infection again. CT scan was done last night and a fluid collection was seen in interventional radiology placed a drain in the fluid collection. Serous fluid is draining and fluid cultures have remained negative so far. Patient is afebrile with no white blood count elevation has been cleared for discharge by surgery. She has been placed on bactrim by her plastic surgeon recently and she has been told to finish this for another 5 days.¿ microbiology report dated on (B)(6) 2018, regarding an abdominal wall specimen collected on (B)(6) 2018 states: ¿light growth staphylococcus aureus.¿ ¿moderate polymorphonuclear leukocytes. No organisms seen.¿ records dated on (B)(6) 2018, indicate the patient underwent ¿sinogram through existing drainage catheter. Fluoroscopically guided over the guidewire exchange for larger 14 french drainage catheter. Instillation of tissue plasminogen activator for lysis of loculations. Continuation of suction bulb drainage.¿ findings from the procedure state: ¿10 french pigtail catheter was in satisfactory position. Sonogram, however, demonstrated developing loculations within the seroma. 14 french pigtail catheter satisfactorily positioned within the seroma. Following tissue plasminogen activator instillation, a total of 1095 ml of serosanguineous fluid was aspirated. Clinically, the abdominal fluid collection had largely resolved and there was resolution of palpable fluctuance over the ventral abdomen.¿ a wound culture report dated on (B)(6) 2018, regarding a specimen collected on (B)(6) 2018 states: ¿no growth at 3 days.¿ ¿gram stain report few white blood cells. No organisms seen.¿ records dated on (B)(6) 2018, state the patient was seen for follow up. ¿the patient presents with nausea and abdominal pain. She has a very complex abdominal surgical history. The patient had breast cancer and is on chemoradiation therapy in 2013, shortly after this she developed an abdominal ventral hernia. The patient had mesh placed by an outside surgeon. This subsequently became infected and required removal and repair.¿ ¿she unfortunately developed postoperative complications or large recurrent seroma. The patient had multiple further surgeries. Most recently on (B)(6) 2018 in which she had jp drain placement, evacuation of seroma and insertion of tissue glue. Since that time the patient has had persistent nausea. She has also had abdominal discomfort and states that the left jp drain is no longer putting out fluid. Over the last 4 days she has noticed redness surrounding the left jp drain. She has had subjective fevers and chills. She has not noticed any purulence around the drain site.¿ discharge summary records dated on (B)(6) 2018, indicate the patient was admitted on (B)(6) 2018. ¿49-year-old female presents [to] hospital secondary to cellulitis along her left jp drain that she noticed. There is induration around upon [sic] presentation with cellulitic changes such as redness. There was not drainage from that wound where the drainage [sic]. The right drain is intact without any cellulitis. Her abdomen was soft without any acute abdomen changes or peritonitis. Patient was put on broad-spectrum antibiotics and quickly the redness and the cellulitis improved and resolved. Patient was here for 2 days she was assessed by dr. (B)(6) on the 15th as does her primary surgeon and he felt like patient did not need to require any procedure and that her infection is resolved. She was prescribed bactrim by the surgical services and she was discharged.¿ discharge diagnoses are noted as abdominal wall cellulitis, post-operative infection, upper abdominal pain unspecified, and abdominal wall seroma. Records dated on (B)(6) 2018, state a CT of the abdomen and pelvis was performed for an indication of abdominal pain. ¿patient had abdominal seroma drain removed yesterday.¿ abdominal findings state: ¿there are small pockets of gas interspersed within indurated soft tissue in the ventral abdomen corresponding to the site of a previously seen seroma. There is trace residual fluid with some adjacent hyperdense material predominantly in the left mid ventral abdominal subcutaneous tissues at approximately the level and slightly above the level of the umbilicus.¿ ¿impression: induration corresponding to the area of the subcutaneous ventral abdominal seroma with residual soft tissue emphysema. Differential diagnosis includes sequela of recent drain removal. No large undrained collections are seen. However, early developing abscess cannot be excluded based on this imaging.¿ records dated on (B)(6) 2018, state a CT of the abdomen and pelvis was performed. ¿indication: abscess. 5-year-old female with history of multiple abdominal surgeries feels increasing abdominal girth and bulging in the left mid abdomen.¿ abdominal findings state: ¿postoperative changes in the ventral abdomen associated with flap surgery and previous seroma drainage. No findings to specifically indicate recurrent or residual drainable collection. Previously seen postoperative soft tissue emphysema from on (B)(6) 2018 has resolved.¿ ¿impression: previously seen soft tissue emphysema and ventral abdominal fluid collection has resolved. There is residual transverse scarring in the ventral abdomen.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records from 2014 indicate the patient presented with ¿¿low abdominal pain and bloating, she is having regular bowel movements.¿ records dated (B)(6) 2014 state the patient was seen for follow up. ¿skin on right breast is now infected she was started on keflex and topical silvadine ointment.¿ impression states: ¿skin infection right breast secondary to radiation.¿ CT scan records dated (B)(6) 2016 state: ¿the patient is status post ventral hernia repair with mesh reconstruction. A fluid collection is noted deep to the mesh. The fluid collection measures approximately 21 x 4.2 x 20 cm (transverse by ap by craniocaudal). No evidence of recurrent hernia.¿ ¿impression: 1. Status post ventral hernia repair with mesh reconstruction. Sterile versus infected fluid collection measuring 21 x 4.2 x 20 cm is noted just deep to the surgical mesh. This fluid collection may represent a postoperative lymphocele or seroma. 2. Mild fat stranding in the ventral subcutaneous soft tissues is likely post surgical in etiology.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: radiology records dated on (B)(6) 2014 indicate the patient had a complete transabdominal and endovaginal pelvic ultrasound performed for history of ¿pain, bloating.¿ ¿impression: 1. 6 cm probable hemorrhagic cyst in the right ovary. No suspicious adnexal mass. Status post hysterectomy.¿ radiology records dated (B)(6) 2014 indicate the patient had a complete abdominal ultrasound for abdominal history of ¿abdominal pain, bloating.¿ ¿impression: no acute findings. No evidence of cholelithiasis.¿ abdominal ultrasound records dated on (B)(6) 2016 state: ¿history of hernia surgery with persistent abdominal bloating.¿ ¿impression: anterior abdominal wall fluid collection measuring 19 cm in length,likely a large lymphocele or seroma. Mild to moderate diffuse fatty liver noted.¿ CT abdomen/pelvis with contrast records dated on (B)(6) 2016 state: ¿history of abdominal pain with abdominal fluid.¿ ¿impression: 1. Status post ventral hernia repair with mesh reconstruction. Sterile versus infected fluid collection measuring 21 x 4.2 x 20 cm is noted just deep to the surgical mesh. This fluid collection may represent a postoperative lymphocele or seroma. 2. Mild fat stranding in the ventral subcutaneous soft tissues is likely post surgical in etiology.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health impact code: f1903: device explantation. Previous patient code/codes (1695: adhesions, 1894: fatigue 1928: incontinence, 1930: infection, 1994: pain, 2067: sepsis, 2061: scarring, 2120: urinary tract infection, 2330: discomfort, 2360: disfigurement, 2371: disability, 2601: distention, 3191: code not available for ¿bladder injury, abdominal injury;¿ ¿permanent physical harm, injury. Which has required extensive medical treatment and care and which in the future will require continuing medical treatment and care for which the plaintiff has or will incur expenses;¿ and ¿complete disruption of her life; loss of enjoyment of life; a loss of earnings; pain and suffering; anxiety and other general and special damages; ¿consumption of vancomycin, an end stage antibiotic that has significant side effects¿; ¿future expenses for necessary medical care¿; ¿a decrease in earning power or capacity in the future¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 1995 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records between (B)(6), 1995 and (B)(6), 2014 were not provided. Patient information: medical history: anxiety, hypercholesterolemia, 2014: breast cancer, age 46, radiation, gastroesophageal reflux disease [gerd], (B)(6) 2018: type 2 diabetes, (B)(6) 2018: alcohol use and alcohol-induced disorder. (B)(6) 2018: history of nicotine dependence. (B)(6) 2018: obesity. Unknown date: wt. 195 lbs., bmi 32.45. (B)(6) 2016: weight gain, wt. 197 lbs., ht. 165.10 cm., bmi 32.78. Irritable bowel syndrome. Prior surgical procedures: 1991 myomectomy. 1991, 2005, 2009, 2010 umbilical hernia repair. 2007 hysterectomy. 2014 double mastectomy. Relevant medical information: (B)(6) 2015: bilateral removal of tissue expanders, bilateral reinsertion of the pectoralis major muscles, bilateral breast reconstruction, and right-sided breast implant. ¿on elevating the superior abdomen, it was clear there was a ventral hernia. It appeared to be a fat-containing-only hernia. This was easily reducible, so we reduced it and repaired it with a 2-0 vicryl and 2-0 pds. We then finished the elevation all the way to the xiphoid and continuously undermined laterally with a lockwood dissector. The abdominal fascia was closed with an [sic] 0 looped nylon , and above the umbilicus was plicated with 0 v-loc. The abdomen was irrigated with normal saline and triple antibiotic solution.¿ (B)(6) 2015: ¿she also had an abdominal bulge certainly that we are going to get dr. (B)(6) to see if the patient would be a candidate for a laparopscopic repair with mesh.¿ implant preoperative complaints: (B)(6) 2016: ¿she has developed a hernia on the left side of her abdomen. On palpation, she does have overall laxity on the left side and in the suprapubic position had a true fascia defect which is reducible.¿ ¿assessment: ventral incisional hernia.¿ (B)(6) 2016: ¿the patient presented with a history of previous diep flap harvested from the left side of her abdomen. She had developed true ventral incisional hernia along this area.¿ implant procedure: laparoscopic ventral incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial, (B)(6) 26cm x 34cm, oval. Implant date: (B)(6) 2016. Description of hernia being treated: ¿additional 5-mm trocars were placed, two on the left lateral abdomen, one at the periumbilical location. The patient had an obvious hernia from her defect on the left side. We mobilized the peritoneum over the bladder so that the bladder could be swept down, identifying the pubis as well as cooper¿s ligament on the left side. At this point intra-abdominal ruler and spinal needles were used to measure the extent of the fascial defect which was 13 cm horizontally and 7 cm vertically. We fashioned a 27 x 33 cm gore ptfe dualmesh with a 0 gore-tex suture on each of the 4 sides. The most caudad stitch was brought in 5 cm from the edge of the mesh, so it would allow us to have overlap over cooper¿s ligament to secure the mesh.¿ implant size and fixation: ¿the mesh was brought into the abdominal cavity through a 12-mm trocar that would later be covered by the mesh and it was unrolled. Intra-abdominal grasper was then used to measure a 5-cm overlap in all directions from the fascial defect and the stitches brought up through the anterior abdominal wall. Our most caudad stitch was brought up superior to cooper¿s ligament. The mesh draped down nicely over the top of cooper¿s. It was secured to cooper¿s ligament using titanium tacks. The mesh was then tacked circumferentially using titanium tacks. Care was taken not to place any tacks below the ileopubic tract to avoid cutaneous nerve entrapment. Additional transabdominal fixation sutures were placed every 4 to 6 cm circumferentially around the mesh. No evidence of bleeding from any tack or suture sites.¿ relevant medical information: (B)(6) 2016: ¿status post laparoscopic ventral incisional hernia repair. Postoperatively the patient has done quite well. She still has a significant amount of discomfort and I have counseled her that it can take 6 to 8 weeks to completely recover from this large operation. She just only has a small stitch at one of her port sites.¿ ¿her incisions are all nicely healed. No evidence of infection . No evidence of recurrent hernia. The small area of extruding stitch was trimmed.¿ (B)(6) 2016: ¿on exam, her abdomen is soft. She does have some asymmetry from her previous muscular flap harvest but no true hernia is noted. There is no evidence of infection at this time. She does have some point tenderness at some left-sided stitch sites which is not unusual.¿ (B)(6) 2016: ¿left sided hernia surgery, dr. (B)(6) at mayo , ¿but I feel stuff bulging¿, and ¿I look like I¿m in my 3rd trimester.¿¿ ¿abdominal distention. Notes: to gi [gastroenterology] for eval.¿ ¿lymphedema , following with physical therapy, has lymphatic drain at home¿ (B)(6) 2016: ¿since her [hernia] surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. She reports increased flatus. She tells me she¿s the heaviest she¿s ever been. When she coughs she feels a tearing sensation on her right side. He bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿abdomen is distended and dull to percussion, no significant tenderness, normal bowel sounds.¿ (B)(6) 2016: abdominal ultrasound: ¿impression: anterior abdominal wall fluid collection measuring 19 cm in length, likely a large lymphocele or seroma. Mild to moderate diffuse fatty liver noted.¿ (B)(6) 2016: ultrasound-guided drainage of an anterior abdominal wall fluid collection. ¿site: seroma above mesh, please aspirate.¿ ¿targeted ultrasound of the area of palpable concern in the lower anterior abdominal body wall of the left side demonstrated a loculated fluid collection with internal septations, measuring up to 19.8 cm long.¿ ¿a 5-french catheter was advanced into the loculated fluid collection in the anterior abdominal body wall and 1300 ml were obtained . No immediate complications.¿ (B)(6) 2016: abdominal CT: ¿impression: 1. Status post ventral hernia repair with mesh reconstruction. Sterile versus infected fluid collection measuring 21 x 4.2 x 20 cm is noted just deep to the surgical mesh. This fluid collection may represent a postoperative lymphocele or seroma. 2. Mild fat stranding in the ventral subcutaneous soft tissues is likely post-surgical in etiology.¿ (B)(6) 2016: ¿status post lap ventral hernia repair with a 27 x 23 cm gore ptfe dualmesh on (B)(6) 2016. She subsequently developed a seroma which on (B)(6) she got ultrasound-guided aspiration of that seroma containing 1.3 l of serosanguineous material. She comes into clinic today stating that she still has protuberance of her abdomen that cause her some discomfort. She had many questions about the plan ahead if she kept developing seroma after the aspiration.¿ ¿abdomen: protuberant. No overlying erythema. No significant tenderness to palpation. She does have some soft likely fluid-filled area at the lower abdomen. No signs of infection.¿ ¿we discussed that we would like to get a cat scan to determine whether seroma was anterior to or posterior to the mesh.¿ (B)(6) 2016: ¿CT scan. It showed that she did have small seroma dorsal to her mesh encompassed by a neoperitoneal layer. We will be setting her up for repeat ultrasound guided needle aspiration of this fluid.¿ (B)(6) 2016: ultrasound-guided drainage of a left lower abdominal wall fluid collection . ¿a thin left lower quadrant abdominal wall fluid collection has reaccumulated, now measuring 17.2 cm craniocaudal x 2.7 cm ap, x 11.7 cm transverse (previously 19.8 cm craniocaudal x 5.8 cm ap x 17 cm transverse on (B)(6) 2016). Multiple septations are identified within the collection.¿ ¿subsequently, 400 ml of serosanguineous fluid was removed.¿ (B)(6) 2016: ¿in (B)(6) 2015 she began breast reconstruction using a flap technique which required an incision ¿from hip bone to hip bone¿. This led to a fascia tear, hernia and later hernia repair. Since her surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. Her bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿[the patient] had a 2nd opinion from a general surgeon to evaluate her abdominal distention after fluid was noted on an abdominal ultrasound. She tells me that in (B)(6) 1 ½ liters was removed from her abdomen and then again another liter removed in (B)(6).¿ ¿she had a CT scan that was ordered of abdomen and pelvis. This was done for abdominal pain with abdominal wall. The peritoneum/retroperitoneum showed status post ventral hernia repair with mesh reconstruction. A fluid collection is noted. Deep to the mesh . The fluid collection measures approximately 21 x 4.2 x 20 cm with no evidence of recurrent hernia. Bowel was unremarkable. Reproductive organs showed bilateral ovarian cysts are noted. Stable from the prior examination and are likely physiologic.¿ (B)(6) 2016 indicate the patient again underwent ultrasound-guided drainage of a left lower abdominal wall fluid collection. Findings from the procedure state: ¿the fluid collection measured 13.3 x 3.2 x 15.7 cm.¿ ¿one 5-french catheter was placed into the left lower quadrant abdominal wall collection. Subsequently, 375 ml of serosanguineous fluid was removed.¿ (B)(6) 2016: ¿ongoing aspirations of peritoneal fluid , but recent second opinion from surgeon, dr. (B)(6), who recommended no continuing aspirations of peritoneal fluid due to risks of infection. Also following with surgery at (B)(6), who are also in discussion with mayo interventional radiologist (who is doing the aspirations), about suspending aspirations for now and trying to allow for self-absorption of the fluid.¿ explant preoperative complaints: (B)(6) 2016: ¿the patient presents with abdominal pain in the lower abdomen . Onset: the symptoms/episode began/occurred 1 week(s) ago, and became worse today. The symptoms do not radiate. Associated signs and symptoms: pertinent negatives: fever. The symptoms are described as dull. Severity of pain: at its worst the pain was severe just prior to arrival. [Patient] reports that she has had abdominal mesh from a previous abdominal surgery¿one year ago. Has had development of a seroma at times. [Patient] reports she has had the seroma drained several times.¿ ¿reports that in the past week she has had worsening urinary incontinence.¿ ¿abdomen/gi: palpation: moderate abdominal tenderness, in the left lower quadrant.¿ (B)(6) 2016: CT abdomen ¿impression: 1. Large anterior abdominal fluid collection about the mesh likely postsurgical seroma. 2. Bilateral ovarian cysts the left measures 32 x 26 and the right measures 38 x 27 mm.¿ (B)(6) 2016: ¿I recommend that the patient return to her surgeon for evaluation and treatment at the mayo clinic. The patient refuses. The patient [states] that she does not trust the surgeon or the facility and refuses to be transferred to the mayo clinic. It is unfortunate since this patient more than likely has a mesh infection and ptfe mesh cannot be salvaged in these cases. I have recommended laparoscopic removal of her mesh.¿ (B)(6) 2016: ¿underwent a laparoscopic ventral hernia repair in (B)(6) 2016 by an outside surgeon at the (B)(6) clinic. The patient states that she has been having problems after this surgery including recurrent urinary tract infections, chronic pain, edema, intraabdominal swelling, recurrent fluid collections associated with the mesh that has been drained several times. The patient also states that she feels sick and has had flu-like symptoms including fever and chills. She also states that she has had dysuria and incontinence of urine ever since her ventral hernia repair.¿ ¿she now has a fourth recurrent symptomatic fluid collection. Now, she complains of increased abdominal pain, dysuria, incontinence, abdominal swelling and a CT scan showed a massive fluid collection next to a massive piece of intra-abdominal mesh.¿ ¿the patient had a laparoscopic ventral hernia repair with placement of a very large 27 x 24 cm piece of composix mesh that includes ptfe. I believe the patient more than likely has a mesh infection and ptfe mesh is not salvageable.¿ explant procedure: ¿1. Laparoscopic extensive lysis of adhesions. 2. Drainage of intraabdominal infection associated with infected mesh. Exploratory laparotomy with removal of the infected mesh.¿ explant date: (B)(6) 2016 [hospitalization (B)(6) 2016]. ¿we visualized the scar tissue of her previous mesh that focused around the periumbilical and lower abdominal region. We made a small incision in the left upper quadrant, which appeared free of mesh. We used a veress needle to enter the abdomen. We inflated to 15 mmhg pressure. We then placed a 5 mm optical trocar through this incision and there was no evidence of injury upon entrance. There were dense adhesions to the anterior abdominal wall. These were taken down using a combination of sharp dissection using electrocautery and also the ligasure device. The large fluid collection was visualized. There was a capsule around it. It was massive in size. We entered the fluid collection and there was a purulent fluid that was extruded. This was sent off for cytology and also for culture. There were several liters of fluid .¿ ¿we then dissected the adhesions and the several loops of small bowel sharply. No evidence of bowel injury was made. Once we circumferentially dissected this free, we began taking down the mesh cephalad. There were innumerable tacks that were protack metal tacks that were placed roughly 1 cm apart in all directions and also every few centimeters there were large gore-tex sutures that were placed. This made the mesh nearly impossible to remove laparoscopically. At this point, I elected to remove the mesh by making a modified pfannenstiel incision through a previous abdominoplasty incision. We made an incision over this and dissected through the skin and subcutaneous tissues and split the rectus muscle in the midline and opened up the midline preperitoneal area.¿ ¿we then sharply dissected out all of these tacks and also the gore-tex sutures, which unfortunately included a significant amount of rectus muscle and peritoneum. Entirely, the anterior abdominal wall was stripped free of peritoneum. This was secondary to her massive mesh infection. Unfortunately, in the patient¿s pelvis, there were several tacks that incorporated the bladder . This was sharply dissected free. Also, there were several tacks included into the pubis muscle. These were also sharply removed. The mesh was sent off as specimen. Also, the large infected capsule was removed entirely. The bladder was filled with saline and there was no evidence of a bladder injury secondary to surgery .¿ ¿we placed a large piece of omentum into the pelvis to cover all of the completely denuded areas of anterior abdominal wall. The patient and I had discussed the probability of a hernia postoperatively. She agreed to proceed. We closed the external oblique fascia laterally, which became the anterior rectus fascia medially and the midline fascia using a #1 pds suture in a running fashion. This was after placement of a 15-french round blake drain in the pelvis after a large amount of irrigation. We also irrigated the skin and subcutaneous tissues and closed all incisions including the modified pfannenstiel with skin clips.¿ postoperative diagnosis: ¿mesh infection with infected recurrent fluid collection.¿ relevant medical information: (B)(6) 2016: ¿she developed a seroma as of march 2016 at the site where she had an abdominal hernia that had a mesh repair. She has been having these multiple seroma over time and has attended mayo clinic. Each time she will have them drained. She reports that she would never been given antibiotics and cultures have never been sent from these areas as they were felt to just be benign seroma. She however would have symptoms of buildup of fluid at the site and it will become painful and should have subjective fevers and subsequently needing to have drainage done.¿ ¿she presented here and did not have fever and no leukocytosis. The CT imaging confirmed large anterior abdominal fluid collection about the mesh that also was felt to be postsurgical seroma. She was seen by dr. (B)(6) and given concern for possible infection of this mesh, she was taken to the operating room where she had laparoscopic extensive lysis of adhesions, drainage of an intraabdominal infection associated with an infected mesh. She had an exploratory laparotomy with removal of infected mesh. Reviewing the operative notes, it is noted that there was a large fluid collection, massive, it was purulent, it was sent for cytology and for culture and anterior abdominal wall was stripped free of peritoneum; also in the pelvis, there were some tags [sic] that were removed.¿ (B)(6) 2016: pathology: ¿mesh with adherent soft tissue with giant cell reaction , granulation tissue and hemosiderin.¿ ¿a gram stain was requested. The gram stain shows gram positive bacteria present.¿ ¿there are no cultures , says they were not sent by the nurse in the operation room.¿ (B)(6) 2016: final diagnoses: ¿1. Breast cancer. 2. Ventral hernia. 3. Mesh infection. 4. Sepsis. 5. Bladder injury .¿ (B)(6) 2018: open ventral hernia repair with onlay mesh. ¿she developed a ventral hernia, and this was repaired laparoscopically by an outside surgeon. Unfortunately, she had a mesh infection and I removed laparoscopically. She has developed another left-sided ventral hernia.¿ ¿I would prefer to perform a retrorectus repair, but the patient has no rectus muscle and the left side, so this is impossible. Therefore, I will elect to perform an onlay repair. This is associated with more wound complications, and mesh infections, but it is our best option at this point.¿ ¿I made a vertical midline incision slightly below her xiphoid to her pubis. We dissected down and through the subcutaneous tissues to the midline fascia. This was opened directly, and her peritoneum was entered. I lyse adhesions of intra-abdominal wall. Once this was performed, I made large anterior flaps bilaterally. This was performed to the costal margin cephalad as far lateral as the bed laterally, and to the pelvic brim inferiorly. Once this was performed, we had good overlap on the patient¿s left-sided hernia. We closed the midline fascia using a looped #1 pds suture in running fashion. I then placed a large piece of ventralex coated mesh anteriorly and sutured it circumferentially using interrupted 2-0 vicryl suture. The mesh lay in good position, and covered all defects by at least 10 cm .¿ (B)(6) 2018: ¿sonogram through existing drainage catheter. Fluoroscopically guided over the guidewire exchange for larger 14 french drainage catheter. Instillation of tissue plasminogen activator for lysis of loculations. Continuation of suction bulb drainage.¿ (B)(6) 2018: abdominal wall exploration, evacuation of seroma, injection of tissue glue, and placement of drains. ¿I made an incision through the mesh itself and posterior to the mesh there was a large seroma. The fluid appeared straw-colored, and uninfected. I did send it for culture. I evacuated completely. I then used a pulse lavage to irrigate profusely. I then placed tisseel and bioglue into the entire cavity to help stick the layers down to each other. I closed the mesh and the fascia using 0 pds suture in running fashion . I irrigated the skin and subcutaneous tissues profusely.¿ (B)(6) 2019: ¿abdominal wound exploration. Sharp excisional debridement of abdominal wall fascia, skin, and subcutaneous tissue. Resectional debridement of titanium tack, gore-tex [sic] suture, and mesh fibers. Packing of superficial wound with superficial skin approximation.¿ ¿the patient has a history of ventral hernia repair and subsequent resection of gore-tex mesh due to chronic draining sinus. She presents with recurrent abdominal wall sinus with persistent drainage. The decision was made to proceed to the operating room for abdominal wall wound exploration, debridement, and removal of foreign body. Informed consent was obtained. All risks, benefits, and alternatives were discussed, and all questions were answered.¿ findings: ¿chronic sinus tract measuring approximately 4 cm, containing mesh fibers, gore-tex suture, and titanium tack which was removed.¿ procedure details: ¿the patient was taken to the operating room and placed supine on the operating table. She was placed under general anesthesia without complication. A solution of methylene blue and hydrogen peroxide was instilled into the sinus tract. The tract was probed and a 15 blade was used to make a skin incision following the direction of the tract. The incision was carried down to subcutaneous tissues and subsequently fascia. A titanium tack was identified and removed. We continued our dissection until methylene blue was no longer visible, signifying the end of the tract. Throughout our dissection a gore-tex suture and scattered mesh fibers were identified and resected. We [sic] the wound was irrigated and hemostasis was ensured. The fascia was reapproximated with interrupted 0 vicryl sutures. The skin was then loosely approximated with vertical mattress sutures of 3-0 nylon. A small opening in the skin was left at the superior aspect of the wound, which was packed loosely with ½ inch iodoform packing. A dry dressing of gauze fluffs and overlying 4x8 gauze was then applied and secured with tegaderm. At the conclusion of the case, all sponge and needle counts were correct. The patient was awakened from anesthesia, extubated, and taken to recovery. Dr. (B)(6) was present and scrubbed for all portions of this case.¿ specimens: foreign body tissue-surgical pathology case. A: swab of abdominal wall, foreign body, fistula- tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture. Post-procedure information: patient condition to pacu: awakened from anesthesia, extubated and taken to the recovery room in a stable condition, having suffered no apparent untoward event. Procedures: foreign body trunk-wound class: clean contaminated.¿ findings: ¿titanium tack and gore-tex suture explanted , fascia closed primarily with interrupted 0 vicryl, skin approximated with vertical mattress 3-0 nylon. Specimens removed: 1: foreign body. Type: tissue. Source: abdomen. Tests: surgical pathology case. A: swab of abdominal wall, foreign body fistula. Type: tissue. Source: abdomen. Tests: tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records state during the explant procedure, ¿the bladder was filled with saline and there was no evidence of a bladder injury secondary to surgery ¿. The referenced ¿bladder injury¿ is not supported by the records and therefore not applicable to the gore® dualmesh® biomaterial so 2668: hollow viscus perforation is not being captured as a nature event code. There was no mention of ¿disfigurement¿ in the medical records and therefore not applicable to the gore® dualmesh® biomaterial so 2203: other for ¿disfigurement¿ is not being captured as a nature event code. The medical records do note abdominal distention associated with seroma formation, which has been captured as a nature event code. There was no mention of adhesions during the explant procedure, therefore 1695: adhesions is not being captured as a nature event code. There is no mention of any fistula in the provided medical records, therefore 1862: fistula is not being captured as a nature event code. There is no mention of inflammation, organ perforation, or nerve damage in the provided medical records, therefore 1932: inflammation and 2203: other for ¿organ perforation or nerve damage¿ are not being captured as nature event codes. During explant of the gore device, there was no description of hernia recurrence or allegation of ¿failure of the repair¿, therefore 2240-a: hernia ¿recurrent is not being captured as nature event codes. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical codes. H6: updated investigation findings . H6: updated investigation conclusions. H6: health impact code: f1903: device explantation. Previous patient code/codes (1695: adhesions, 1894: fatigue 1928: incontinence, 1930: infection, 1994: pain, 2067: sepsis, 2061: scarring, 2120: urinary tract infection, 2330: discomfort, 2360: disfigurement, 2371: disability, 2601: distention, 3191: code not available for ¿bladder injury, abdominal injury;¿ ¿permanent physical harm, injury¿which has required extensive medical treatment and care and which in the future will require continuing medical treatment and care for which the plaintiff has or will incur expenses;¿ and ¿complete disruption of her life; loss of enjoyment of life; a loss of earnings; pain and suffering; anxiety and other general and special damages; ¿consumption of vancomycin, an end stage antibiotic that has significant side effects¿; ¿future expenses for necessary medical care¿; ¿a decrease in earning power or capacity in the future¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span september 29, 1995 through april 8, 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial.records between september 30, 1995 and september 2, 2014 were not provided. Patient information: medical history: anxiety. Hypercholesterolemia. 2014: breast cancer, age 46. Radiation. Gastroesophageal reflux disease [gerd]. (B)(6) 2018: type 2 diabetes. (B)(6) 2018: alcohol use and alcohol-induced disorder. (B)(6) 2018: history of nicotine dependence. (B)(6) 2018: obesity. Unknown date: wt. 195 lbs., bmi 32.45. (B)(6) 2016: weight gain, wt. 197 lbs., ht. 165.10 cm., bmi 32.78. Irritable bowel syndrome. Prior surgical procedures: 1991: myomectomy. 1991, 2005, 2009, 2010: umbilical hernia repair. 2007: hysterectomy. 2014: double mastectomy. Relevant medical information: (B)(6) 2015: bilateral removal of tissue expanders, bilateral reinsertion of the pectoralis major muscles, bilateral breast reconstruction, and right-sided breast implant. ¿on elevating the superior abdomen, it was clear there was a ventral hernia. It appeared to be a fat-containing-only hernia. This was easily reducible, so we reduced it and repaired it with a 2-0 vicryl and 2-0 pds. We then finished the elevation all the way to the xiphoid and continuously undermined laterally with a lockwood dissector. The abdominal fascia was closed with an [sic] 0 looped nylon , and above the umbilicus was plicated with 0 v-loc. The abdomen was irrigated with normal saline and triple antibiotic solution.¿ (B)(6) 2015: ¿ she also had an abdominal bulge certainly that we are going to get dr. (B)(6) to see if the patient would be a candidate for a laparopscopic repair with mesh.¿ implant preoperative complaints: (B)(6) 2016: ¿she has developed a hernia on the left side of her abdomen. On palpation, she does have overall laxity on the left side and in the suprapubic position had a true fascia defect which is reducible .¿ ¿assessment: ventral incisional hernia.¿ (B)(6) 2016: ¿the patient presented with a history of previous diep flap harvested from the left side of her abdomen. She had developed true ventral incisional hernia along this area.¿ implant procedure: laparoscopic ventral incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial, 1dlmc08/14552978 26cm x 34cm, oval. Implant date: (B)(6) 2016. Description of hernia being treated: ¿additional 5 mm trocars were placed, two on the left lateral abdomen, one at the periumbilical location. The patient had an obvious hernia from her defect on the left side. We mobilized the peritoneum over the bladder so that the bladder could be swept down, identifying the pubis as well as cooper¿s ligament on the left side. At this point intra-abdominal ruler and spinal needles were used to measure the extent of the fascial defect which was 13 cm horizontally and 7 cm vertically. We fashioned a 27 x 33 cm gore ptfe dualmesh with a 0 gore-tex suture on each of the 4 sides. The most caudad stitch was brought in 5 cm from the edge of the mesh, so it would allow us to have overlap over cooper¿s ligament to secure the mesh.¿ implant size and fixation: ¿the mesh was brought into the abdominal cavity through a 12-mm trocar that would later be covered by the mesh and it was unrolled. Intra-abdominal grasper was then used to measure a 5-cm overlap in all directions from the fascial defect and the stitches brought up through the anterior abdominal wall. Our most caudad stitch was brought up superior to cooper¿s ligament. The mesh draped down nicely over the top of cooper¿s. It was secured to cooper¿s ligament using titanium tacks. The mesh was then tacked circumferentially using titanium tacks. Care was taken not to place any tacks below the ileopubic tract to avoid cutaneous nerve entrapment. Additional transabdominal fixation sutures were placed every 4 to 6 cm circumferentially around the mesh. No evidence of bleeding from any tack or suture sites.¿ relevant medical information: (B)(6) 2016: ¿status post laparoscopic ventral incisional hernia repair. Postoperatively the patient has done quite well. She still has a significant amount of discomfort and I have counseled her that it can take 6 to 8 weeks to completely recover from this large operation. She just only has a small stitch at one of her port sites.¿ ¿her incisions are all nicely healed. No evidence of infection . No evidence of recurrent hernia. The small area of extruding stitch was trimmed.¿ (B)(6) 2016: ¿on exam, her abdomen is soft. She does have some asymmetry from her previous muscular flap harvest but no true hernia is noted. There is no evidence of infection at this time. She does have some point tenderness at some left sided stitch sites which is not unusual.¿ (B)(6) 2016: ¿left sided hernia surgery, dr. (B)(6) , ¿but I feel stuff bulging¿, and ¿I look like I¿m in my 3rd trimester.¿¿ ¿abdominal distention. Notes: to gi [gastroenterology] for eval.¿ ¿lymphedema , following with physical therapy, has lymphatic drain at home¿ (B)(6) 2016: ¿since her [hernia] surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. She reports increased flatus. She tells me she¿s the heaviest she¿s ever been. When she coughs she feels a tearing sensation on her right side. He bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿abdomen is distended and dull to percussion, no significant tenderness, normal bowel sounds.¿ (B)(6) 2016: abdominal ultrasound: ¿impression: anterior abdominal wall fluid collection measuring 19 cm in length, likely a large lymphocele or seroma. Mild to moderate diffuse fatty liver noted.¿ (B)(6) 2016: ultrasound guided drainage of an anterior abdominal wall fluid collection. ¿site: seroma above mesh, please aspirate.¿ ¿targeted ultrasound of the area of palpable concern in the lower anterior abdominal body wall of the left side demonstrated a loculated fluid collection with internal septations, measuring up to 19.8 cm long.¿ ¿a 5 french catheter was advanced into the loculated fluid collection in the anterior abdominal body wall and 1300 ml were obtained . No immediate complications.¿ (B)(6) 2016: abdominal CT: ¿impression: 1. Status post ventral hernia repair with mesh reconstruction. Sterile versus infected fluid collection measuring 21 x 4.2 x 20 cm is noted just deep to the surgical mesh. This fluid collection may represent a postoperative lymphocele or seroma. 2. Mild fat stranding in the ventral subcutaneous soft tissues is likely post-surgical in etiology.¿ (B)(6) 2016: ¿status post lap ventral hernia repair with a 27 x 23 cm gore ptfe dualmesh on (B)(6) 2016. She subsequently developed a seroma which on (B)(6) she got ultrasound guided aspiration of that seroma containing 1.3 l of serosanguineous material. She comes into clinic today stating that she still has protuberance of her abdomen that cause her some discomfort. She had many questions about the plan ahead if she kept developing seroma after the aspiration.¿ ¿abdomen: protuberant. No overlying erythema. No significant tenderness to palpation. She does have some soft likely fluid-filled area at the lower abdomen. No signs of infection.¿ ¿we discussed that we would like to get a cat scan to determine whether seroma was anterior to or posterior to the mesh.¿ (B)(6) 2016: ¿CT scan. It showed that she did have small seroma dorsal to her mesh encompassed by a neoperitoneal layer. We will be setting her up for repeat ultrasound guided needle aspiration of this fluid.¿ (B)(6) 2016: ultrasound-guided drainage of a left lower abdominal wall fluid collection . ¿a thin left lower quadrant abdominal wall fluid collection has reaccumulated, now measuring 17.2 cm craniocaudal x 2.7 cm ap, x 11.7 cm transverse previously 19.8 cm craniocaudal x 5.8 cm ap x 17 cm transverse on (B)(6) 2016. Multiple septations are identified within the collection.¿ ¿subsequently, 400 ml of serosanguineous fluid was removed.¿ (B)(6) 2016: ¿in (B)(6) 2015 she began breast reconstruction using a flap technique which required an incision ¿from hip bone to hip bone¿. This led to a fascia tear, hernia and later hernia repair. Since her surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. Her bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿[the patient] had a 2nd opinion from a general surgeon to evaluate her abdominal distention after fluid was noted on an abdominal ultrasound. She tells me that in (B)(6) 1 ½ liters was removed from her abdomen and then again another liter removed in (B)(6).¿ ¿she had a CT scan that was ordered of abdomen and pelvis. This was done for abdominal pain with abdominal wall. The peritoneum/retroperitoneum showed status post ventral hernia repair with mesh reconstruction. A fluid collection is noted. Deep to the mesh . The fluid collection measures approximately 21 x 4.2 x 20 cm with no evidence of recurrent hernia. Bowel was unremarkable. Reproductive organs showed bilateral ovarian cysts are noted. Stable from the prior examination and are likely physiologic.¿ (B)(6) 2016 indicate the patient again underwent ultrasound guided drainage of a left lower abdominal wall fluid collection. Findings from the procedure state: ¿the fluid collection measured 13.3 x 3.2 x 15.7 cm.¿ ¿one 5-french catheter was placed into the left lower quadrant abdominal wall collection. Subsequently, 375 ml of serosanguineous fluid was removed.¿ (B)(6) 2016: ¿ongoing aspirations of peritoneal fluid , but recent second opinion from surgeon, dr. (B)(6) , who recommended no continuing aspirations of peritoneal fluid due to risks of infection. Also following with surgery at mayo, who are also in discussion with mayo interventional radiologist (who is doing the aspirations), about suspending aspirations for now and trying to allow for self-absorption of the fluid.¿ explant preoperative complaints: (B)(6) 2016: ¿the patient presents with abdominal pain in the lower abdomen . Onset: the symptoms/episode began/occurred 1 week(s) ago, and became worse today. The symptoms do not radiate. Associated signs and symptoms: pertinent negatives: fever. The symptoms are described as dull. Severity of pain: at its worst the pain was severe just prior to arrival. [Patient] reports that she has had abdominal mesh from a previous abdominal surgery one year ago. Has had development of a seroma at times. [Patient] reports she has had the seroma drained several times.¿ ¿reports that in the past week she has had worsening urinary incontinence.¿ ¿abdomen/gi: palpation: moderate abdominal tenderness, in the left lower quadrant.¿ (B)(6) 2016: CT abdomen ¿impression: 1. Large anterior abdominal fluid collection about the mesh likely postsurgical seroma. 2. Bilateral ovarian cysts the left measures 32 x 26 and the right measures 38 x 27 mm.¿ (B)(6) 2016: ¿I recommend that the patient return to her surgeon for evaluation and treatment at the mayo clinic. The patient refuses. The patient [states] that she does not trust the surgeon or the facility and refuses to be transferred to the mayo clinic. It is unfortunate since this patient more than likely has a mesh infection and ptfe mesh cannot be salvaged in these cases. I have recommended laparoscopic removal of her mesh.¿ (B)(6) 2016: ¿underwent a laparoscopic ventral hernia repair in (B)(6) 2016 by an outside surgeon at the mayo clinic. The patient states that she has been having problems after this surgery including recurrent urinary tract infections, chronic pain, edema, intraabdominal swelling, recurrent fluid collections associated with the mesh that has been drained several times. The patient also states that she feels sick and has had flu-like symptoms including fever and chills. She also states that she has had dysuria and incontinence of urine ever since her ventral hernia repair.¿ ¿she now has a fourth recurrent symptomatic fluid collection. Now, she complains of increased abdominal pain, dysuria, incontinence, abdominal swelling and a CT scan showed a massive fluid collection next to a massive piece of intra-abdominal mesh.¿ ¿the patient had a laparoscopic ventral hernia repair with placement of a very large 27 x 24 cm piece of composix mesh that includes ptfe . I believe the patient more than likely has a mesh infection and ptfe mesh is not salvageable.¿ explant procedure: ¿1. Laparoscopic extensive lysis of adhesions. 2. Drainage of intraabdominal infection associated with infected mesh. Exploratory laparotomy with removal of the infected mesh.¿ explant date: (B)(6) 2016; hospitalization (B)(6) 2016. ¿we visualized the scar tissue of her previous mesh that focused around the periumbilical and lower abdominal region. We made a small incision in the left upper quadrant, which appeared free of mesh. We used a veress needle to enter the abdomen. We inflated to 15 mmhg pressure. We then placed a 5 mm optical trocar through this incision and there was no evidence of injury upon entrance. There were dense adhesions to the anterior abdominal wall. These were taken down using a combination of sharp dissection using electrocautery and also the ligasure device. The large fluid collection was visualized. There was a capsule around it. It was massive in size. We entered the fluid collection and there was a purulent fluid that was extruded. This was sent off for cytology and also for culture. There were several liters of fluid .¿ ¿we then dissected the adhesions and the several loops of small bowel sharply. No evidence of bowel injury was made. Once we circumferentially dissected this free, we began taking down the mesh cephalad. There were innumerable tacks that were protack metal tacks that were placed roughly 1 cm apart in all directions and also every few centimeters there were large gore tex sutures that were placed. This made the mesh nearly impossible to remove laparoscopically. At this point, I elected to remove the mesh by making a modified pfannenstiel incision through a previous abdominoplasty incision. We made an incision over this and dissected through the skin and subcutaneous tissues and split the rectus muscle in the midline and opened up the midline preperitoneal area.¿ ¿we then sharply dissected out all of these tacks and also the gore-tex sutures, which unfortunately included a significant amount of rectus muscle and peritoneum. Entirely, the anterior abdominal wall was stripped free of peritoneum. This was secondary to her massive mesh infection. Unfortunately, in the patient¿s pelvis, there were several tacks that incorporated the bladder . This was sharply dissected free. Also, there were several tacks included into the pubis muscle. These were also sharply removed. The mesh was sent off as specimen. Also, the large infected capsule was removed entirely. The bladder was filled with saline and there was no evidence of a bladder injury secondary to surgery .¿ ¿we placed a large piece of omentum into the pelvis to cover all of the completely denuded areas of anterior abdominal wall. The patient and I had discussed the probability of a hernia postoperatively. She agreed to proceed. We closed the external oblique fascia laterally, which became the anterior rectus fascia medially and the midline fascia using a #1 pds suture in a running fashion. This was after placement of a 15 french round blake drain in the pelvis after a large amount of irrigation. We also irrigated the skin and subcutaneous tissues and closed all incisions including the modified pfannenstiel with skin clips.¿ postoperative diagnosis: ¿mesh infection with infected recurrent fluid collection.¿ relevant medical information: (B)(6) 2016: ¿she developed a seroma as of (B)(6) 2016 at the site where she had an abdominal hernia that had a mesh repair. She has been having these multiple seroma over time and has attended mayo clinic. Each time she will have them drained. She reports that she would never been given antibiotics and cultures have never been sent from these areas as they were felt to just be benign seroma. She however would have symptoms of buildup of fluid at the site and it will become painful and should have subjective fevers and subsequently needing to have drainage done.¿ ¿she presented here and did not have fever and no leukocytosis. The CT imaging confirmed large anterior abdominal fluid collection about the mesh that also was felt to be postsurgical seroma. She was seen by dr. Schuster and given concern for possible infection of this mesh, she was taken to the operating room where she had laparoscopic extensive lysis of adhesions, drainage of an intraabdominal infection associated with an infected mesh. She had an exploratory laparotomy with removal of infected mesh. Reviewing the operative notes, it is noted that there was a large fluid collection, massive, it was purulent, it was sent for cytology and for culture and anterior abdominal wall was stripped free of peritoneum; also in the pelvis, there were some tags [sic] that were removed.¿ (B)(6) 2016: pathology: ¿mesh with adherent soft tissue with giant cell reaction , granulation tissue and hemosiderin.¿ ¿a gram stain was requested. The gram stain shows gram positive bacteria present.¿ ¿there are no cultures , says they were not sent by the nurse in the or.¿ (B)(6) 2016: final diagnoses: ¿1. Breast cancer. 2. Ventral hernia. 3. Mesh infection. 4. Sepsis. 5. Bladder injury .¿ (B)(6) 2018: open ventral hernia repair with onlay mesh. ¿she developed a ventral hernia, and this was repaired laparoscopically by an outside surgeon. Unfortunately, she had a mesh infection and I removed laparoscopically. She has developed another left-sided ventral hernia.¿ ¿I would prefer to perform a retrorectus repair, but the patient has no rectus muscle and the left side, so this is impossible. Therefore, I will elect to perform an onlay repair. This is associated with more wound complications, and mesh infections, but it is our best option at this point.¿ ¿I made a vertical midline incision slightly below her xiphoid to her pubis. We dissected down and through the subcutaneous tissues to the midline fascia. This was opened directly, and her peritoneum was entered. I lyse adhesions of intra abdominal wall. Once this was performed, I made large anterior flaps bilaterally. This was performed to the costal margin cephalad as far lateral as the bed laterally, and to the pelvic brim inferiorly. Once this was performed, we had good overlap on the patient¿s left-sided hernia. We closed the midline fascia using a looped #1 pds suture in running fashion. I then placed a large piece of ventralex coated mesh anteriorly and sutured it circumferentially using interrupted 2-0 vicryl suture. The mesh lay in good position, and covered all defects by at least 10 cm .¿ (B)(6) 2018: ¿sonogram through existing drainage catheter. Fluoroscopically guided over the guidewire exchange for larger 14 french drainage catheter. Instillation of tissue plasminogen activator for lysis of loculations. Continuation of suction bulb drainage.¿ (B)(6) 2018: abdominal wall exploration, evacuation of seroma, injection of tissue glue, and placement of drains. ¿I made an incision through the mesh itself and posterior to the mesh there was a large seroma. The fluid appeared straw colored, and uninfected. I did send it for culture. I evacuated completely. I then used a pulse lavage to irrigate profusely. I then placed tisseel and bioglue into the entire cavity to help stick the layers down to each other. I closed the mesh and the fascia using 0 pds suture in running fashion . I irrigated the skin and subcutaneous tissues profusely.¿ (B)(6) 2019: ¿abdominal wound exploration. Sharp excisional debridement of abdominal wall fascia, skin, and subcutaneous tissue. Resectional debridement of titanium tack, gore-tex [sic] suture, and mesh fibers. Packing of superficial wound with superficial skin approximation.¿ ¿the patient has a history of ventral hernia repair and subsequent resection of gore tex mesh due to chronic draining sinus. She presents with recurrent abdominal wall sinus with persistent drainage. The decision was made to proceed to the operating room for abdominal wall wound exploration, debridement, and removal of foreign body. Informed consent was obtained. All risks, benefits, and alternatives were discussed, and all questions were answered.¿ findings: ¿chronic sinus tract measuring approximately 4 cm, containing mesh fibers, gore tex suture, and titanium tack which was removed.¿ procedure details: ¿the patient was taken to the operating room and placed supine on the operating table. She was placed under general anesthesia without complication. A solution of methylene blue and hydrogen peroxide was instilled into the sinus tract. The tract was probed and a 15 blade was used to make a skin incision following the direction of the tract. The incision was carried down to subcutaneous tissues and subsequently fascia. A titanium tack was identified and removed. We continued our dissection until methylene blue was no longer visible, signifying the end of the tract. Throughout our dissection a gore-tex suture and scattered mesh fibers were identified and resected. We [sic] the wound was irrigated and hemostasis was ensured. The fascia was reapproximated with interrupted 0 vicryl sutures. The skin was then loosely approximated with vertical mattress sutures of 3-0 nylon. A small opening in the skin was left at the superior aspect of the wound, which was packed loosely with ½ inch iodoform packing. A dry dressing of gauze fluffs and overlying 4x8 gauze was then applied and secured with tegaderm. At the conclusion of the case, all sponge and needle counts were correct. The patient was awakened from anesthesia, extubated, and taken to recovery. Dr. (B)(6) was present and scrubbed for all portions of this case.¿ specimens: foreign body tissue-surgical pathology case. A: swab of abdominal wall, foreign body, fistula tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture. Post-procedure information: patient condition to pacu: awakened from anesthesia, extubated and taken to the recovery room in a stable condition, having suffered no apparent untoward event. Procedures: foreign body trunk-wound class: clean contaminated.¿ findings: ¿titanium tack and gore-tex suture explanted , fascia closed primarily with interrupted 0 vicryl, skin approximated with vertical mattress 3-0 nylon. Specimens removed: 1: foreign body. Type: tissue. Source: abdomen. Tests: surgical pathology case. A: swab of abdominal wall, foreign body fistula. Type: tissue. Source: abdomen. Tests: tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records state during the explant procedure, ¿the bladder was filled with saline and there was no evidence of a bladder injury secondary to surgery ¿. The referenced ¿bladder injury¿ is not supported by the records and therefore not applicable to the gore® dualmesh® biomaterial so 2668: hollow viscus perforation is not being captured as a nature event code. There was no mention of ¿disfigurement¿ in the medical records and therefore not applicable to the gore® dualmesh® biomaterial so 2203: other for ¿disfigurement¿ is not being captured as a nature event code. The medical records do note abdominal distention associated with seroma formation, which has been captured as a nature event code. There was no mention of adhesions during the explant procedure, therefore 1695: adhesions is not being captured as a nature event code. There is no mention of any fistula in the provided medical records, therefore 1862: fistula is not being captured as a nature event code. There is no mention of inflammation, organ perforation, or nerve damage in the provided medical records, therefore 1932: inflammation and 2203: other for ¿organ perforation or nerve damage¿ are not being captured as nature event codes. During explant of the gore device, there was no description of hernia recurrence or allegation of ¿failure of the repair¿, therefore 2240-a: hernia recurrent is not being captured as nature event codes. Conclusion (suture): it should be noted that the gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. The gore-tex® suture instructions for use also warns, ¿tissue invasion of the gore-tex® suture can result in attachment of the suture to the tissue it penetrates. Such attachment may make removal of the gore-tex® suture difficult.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without suture. These may include but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated on (B)(6) 2018, indicate the patient was seen for follow up. ¿patient is [status post] open ventral hernia repair with onlay mesh on (B)(6) 2018. She returns today because the stitch on her drain came undone and a portion of the jp drain tubing came out. Patient has been logging her jp drainage; currently 100+ ml/day. She has some erythema and tenderness around the jp drain, for which she is on bactrim.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code for the sterilization evaluation. Added medical records from 2017 and 2018. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated on (B)(6) 2017, state the patient was seen ¿for follow up after infected mesh removal. She has a hernia in left lower quadrant. It causes her mild pain. Otherwise she is doing well.¿ exam notes state: ¿patient is not obese. Inspection ¿ normal. No abdominal tenderness. No hepatic enlargement. No splenic enlargement. No hernia.¿ ¿patient presents for weight loss advice with possible repair of left lower quadrant hernia. We discussed consulting dr. Bonillas for assistance with her abdominal wall repair.¿ ¿likely this would be a component separation hernia repair.¿ records dated on (B)(6) 2017, state the patient was seen for consult regarding a hernia. ¿originally had it repaired but mesh was infected and removed. Will meet with her plastic surgeon to coordinate hernia repair and reconstruction surgery during same visit.¿ records dated on (B)(6) 2017, state the patient was seen for a bilateral hernia. Exam notes state: ¿abdomen: soft, non-tender, non-distended, there is ventral hernia present at the midline as well as defect in the right lower quadrant near the inguinal region.¿ the records indicate a plan for an open ventral hernia repair with an open retrorectus approach and placement of mesh. Operative records dated on (B)(6) 2018, state the patient underwent open ventral hernia repair with onlay mesh. ¿she developed a ventral hernia, and this was repaired laparoscopically by an outside surgeon. Unfortunately, she had a mesh infection and I removed laparoscopically. She has developed another left-sided ventral hernia.¿ ¿I would prefer to perform a retrorectus repair, but the patient has no rectus muscle and the left side, so this is impossible. Therefore, I will elect to perform an onlay repair. This is associated with more wound complications, and mesh infections, but it is our best option at this point.¿ on (B)(6) 2018, records state: ¿I made a vertical midline incision slightly below her xiphoid to her pubis. We dissected down and through the subcutaneous tissues to the midline fascia. This was opened directly, and her peritoneum was entered. I lyse adhesions of intra-abdominal wall. Once this was performed, I made large anterior flaps bilaterally. This was performed to the costal margin cephalad as far lateral as the bed laterally, and to the pelvic brim inferiorly. Once this was performed, we had good overlap on the patient¿s left-sided hernia. We closed the midline fascia using a looped #1 pds suture in running fashion. I then placed a large piece of ventralex coated mesh anteriorly and sutured it circumferentially using interrupted 2-0 vicryl suture. The mesh lay in good position, and covered all defects by at least 10 cm. We irrigated profusely. 2 round 15 french jackson-pratt drains were placed in the subcutaneous tissues, and sutured in place using 2-0 nylon suture. The subcutaneous tissues were closed using interrupted 2-0 vicryl suture.¿ the records indicate a non-gore device was used during the procedure. Records dated on (B)(6) 2018, indicate the patient was seen for follow up. ¿patient is 1 week [status post] open ventral hernia repair with onlay mesh. Patient is recovering well. She still has some abdominal pain which she characterizes as 7/10.¿ records dated on (B)(6) 2018, state the patient was seen ¿3 weeks postop from having an open ventral hernia repair. She has had a seroma drained by interventional radiology on friday. There was initially 400 cc of serosanguineous fluid that was sent off. She returns today with showing that her output has continued to decrease. Yesterday his output was approximately 200 cc. This far she is only had 10 cc from her drain. She states that she still feels somewhat distended in the belly. She does not have any pain. She denies any systemic symptoms of infection including fever, chills, sweats, pain. She denies any purulence coming from the drain but reports clear serous fluid.¿ records dated on (B)(6) 2018, state the patient was seen for follow up ¿status post open ventral hernia repair, with onlay mesh. Patient continues to have significant output from her drain. No fevers and chills. Minimal abdominal pain. No increase in abdominal girth.¿ assessment states: ¿continue to monitor output. No evidence of infection. When drain output has decreased to less than 30 ml per day and the patient feels well, we will remove her drain.¿ pg 1088 ¿ records dated on (B)(6) 2018, state the patient was seen for follow up ¿after having a seroma drained 4 days ago in the ER. She states she had 900 ml of fluid drained from the seroma, and another drain was placed at that time. Patient presents today stating the seroma has refilled, and she is experiencing left-sided abdominal pain.¿ ¿patient¿s abdomen is distended and mildly tender, however she is stable at this time. Will schedule patient for exploratory laparotomy placement of drain and insertion of surgical glue.¿ ER records for ¿4 days ago¿ as stated in records dated on (B)(6) 2018 were not provided. Operative records dated on (B)(6) 2018, state the patient underwent abdominal wall exploration, evacuation of seroma, injection of tissue glue, and placement of drains. ¿unfortunately, the patient is developed a symptomatic seroma. She has an interventional radiologic placed drain that is inadequately draining it. We failed conservative management. Therefore, we will perform exploration of the wound in the operating room.¿ ¿we made an incision through her previous midline incision and dissected down to the fascia and the mesh. No fluid was visualized. I made an incision through the mesh itself and posterior to the mesh there was a large seroma. The fluid appeared straw-colored, and uninfected. I did send it for culture. I evacuated completely. I then used a pulse lavage to irrigate profusely. I then placed tisseel and bioglue into the entire cavity to help stick the layers down to each other. I closed the mesh and the fascia using 0 pds suture in running fashion. I irrigated the skin and subcutaneous tissues profusely.¿ records dated on (B)(6) 2018, state the patient was seen for follow up ¿of a seroma drainage and open exploratory laparotomy. Overall patient is doing well. She is having minimal output from her bilateral abdominal wound drains and would like to have them removed today. Patient reports some mild diffuse abdominal discomfort¿. ¿patient¿s bilateral abdominal wound drains were releasing minimal serosanguineous fluid over the last 2 weeks; both drains were removed in the office without difficulty. Wounds are bandaged with dry dressing. Will order patient a follow-up CT scan due to some residual abdominal discomfort and distention.¿ records dated on (B)(6) 2018, state the patient was seen for follow up ¿status post ventral hernia repair, and drainage of a complex fluid collection consistent with seroma. Patient complains of mild and vague left-sided abdominal pain and bulging.¿ ¿it does not appear on physical exam that her seroma has recurred. Continue expectant management.¿ records dated on (B)(6) 2018, state the patient was seen ¿due to an unresolved seroma. Patient reports that she has been having consistent pain since her last surgery. She rates the pain 8 out of 10 and describes it as dull achy pain that is only alleviated by pain medication. Reports having normal bowel movements.¿ ¿patient is well over all. Incisions are dry and healed.¿ it should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016: office notes. ¿history of present illness: presents today for pre-operative evaluation prior to second phase of breast reconstruction surgery that is scheduled to be done (B)(6) 2022 by dr. (B)(6). Multiple prior surgeries. No perioperative complications. Pmh: weight gain. Psh: double mastectomy, piep [sic] flap. Social hx: drink wine in past. Wt. 197 lbs., ht. 165.10 cm., bmi 32.78. Impression/plan: weight gain. Start saxenda solution pen-injector.¿ (B)(6) 2016: office notes. ¿reason for appointment 1. Fell.¿ ¿history of present illness[:] 4 days ago glf, twisting right ankle, immediate pain, swelling, and difficulty bearing weight[,] limping [,] no prior ankle injury [,] no prior ankle surgeries... Ongoing aspirations of peritoneal fluid, but recent second opinion from surgeon, dr. (B)(6), who recommended no continuing aspirations of peritoneal fluid due to risks of infection. Also following with surgery at mayo, who are also in discussion with mayo interventional radiologist (who is doing the aspirations) about suspending aspirations for now and trying to allow for self-absorption of the fluid. Follow up prn [as needed].¿ (B)(6) 2017: office notes. ¿history of present illness[:] presents today for pre-operative evaluation prior to right/left breast fat grafting, abdominal wall reconstruction left side, rebuild of umbilicus surgery scheduled to be done jan 24th by dr. (B)(6) and dr. (B)(6). Numerous prior surgeries. Prior perioperative complications include septic mesh. No hx of blood clots or pe. Denies cardiac history. Blood work already done this am, including lipid, cmp, cbc.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.